Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "patient's concern with the product". Healthcare professional, later reported, "capsular contracture, baker grade IV". This record is for the right side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "patient's concern with the product". Healthcare professional later reported "capsular contracture, baker grade IV". This record is for the right side. Device remains implanted.